Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review result logs were reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a very late florescent signal with exponential curves in the fam channel. The noise is observed during the curve analysis. According to the ticket, the original ribbon cable installed on the adu 3 was intact but dusty. Field service engineer replaced the optical flex cable per the latest version of alinity m service manual. The amplification curve for the fam dye (sars target) of the samples in question did not rise above the threshold therefore generating a negative result. There is no potential amp plate carryover risk for any samples in this investigation after reviewing the plate mapping analysis. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 518668 is performing outside of established design performance specifications according to the amplification curves analyzed. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 518668 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 518668 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 518668. Complaint history review a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 518668. Ten complaints were identified as a result of the lot specific complaint search for alinity m sars-cov-2 amp kit (list 09n78-090) lot 518668. However, only one was identified as related (ticket is currently under investigation) because the other nine documented discrepant results occurred when using an earlier version of the application specification file or potential amp plate carryover risk was identified as a likely cause of the discrepant results. Potential amp plate carryover risk was not identified in this investigation. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 518668 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the (B)(6). Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 3 false positive results on the alinity m sars cov-2 assay. The samples were initially tested on an alinity m sars-cov-2 assay and generated positive results. The samples were retested because the amplification curves were abnormal. The samples were retested on the alinity m instrument and generated negative results. The false positive results were not reported outside the lab. There was no impact to patient management. This incident is being reported to FDA because the incident occurred (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.